Event description:
Boston scientific received info that the pacemaker dependent pt with this right ventricular lead complained of unspecified symptoms and was hospitalized. The rv lead impedance measurements increased and pacing threshold measurements had risen to 5v at 1.0 ms. The rv lead was found to be fractured. As a result, an invasive revision procedure was performed and the rv lead was surgically abandoned. Additionally, the physician elected to replace the device at this time due to the rv lead change and device battery status as a result of the pacing threshold issue. To date, no add¿l adverse pt effects were reported with this clinical observation. As no further info concerning this report is expected, our investigation is complete. This investigation will be updated should further info be provided.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents accompanying this particular device. The mfg process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the mfg process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device mfg.